Event description:
During a hernia repair procedure, tacks were being used to attach the mesh to the tissue. About 6 weeks after surgery, pt complained of pain. The pain resolved once the tacks were removed. Dr believes the tacks are too large and go in too deep into the tissue. This problem has occurred 12 times in the past 8 months.